Event description:
It was reported that during a bilateral sympathectomy procedure, the surgeon was firing the first device across the nerve when it jammed when firing the clips. They used a second device and the same issue occurred. Both devices jammed on the third firing. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Broken jaws. Evaluation summary: the analysis results found that device (a) was returned with the jaw broken off from the left side. The device was cycled and ejected the remaining clips due to the returned condition. The analysis result for instrument (b) found that it was returned empty and locked out. One malformed clip was received inside a plastic bag, however, no conclusion could be reached as to how the clip became malformed. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty; in addition, the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process. Device b: batch # f9g11u. Mfg date: 01/30/2009; exp date: 12/30/2013. Empty.